Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when connecting the monopolar curved scissors (mcs) at the beginning of the surgical procedure, the surgeon noticed that the mcs were not working properly. They had problems opening and closing. The surgeon requested that they be disconnected from the trocar and reseated. After this attempt, when using the mcs, they broke inside the patient's cavity. No different behavior or movement was observed. At that moment, the surgeon requested another monopolar curved scissors of the same type to continue performing the proposed procedure. The forceps were in their 8th use. All instruments had been working in perfect condition. The instruments were inspected before the procedure and nothing different was observed. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.